Manufacturer narrative:
No product was returned for inspection. Two x-rays were returned showing two short implants in their respective implant sites. No additional relevant information could be determined from these images. A device history review was performed and no related nonconformance¿s were noted. As no device was returned for inspection, the complaint is non-verifiable. A complaint history search was performed using our complaint handling system and there were no other complaints initiated against this lot number regarding a healing abutment not able to assemble. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Warnings: ¿mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. A singular cause cannot be determined. UDI# (B)(4).

Manufacturer narrative:
Two implants (boes505) will be documented as concomitant devices. Product has not yet been returned to manufacture for investigation.

Event description:
On (B)(6) 2017, the doctor stated that they had difficulty when placing a healing abutment (wth53) in 2 implants (boes505), tooth location numbers 19 and 30, claiming they would not assemble. The same healing abutment was attempted to be assembled with both implants. Doctor aborted procedure and placed cover screws into the implants.